Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported button error alarm. Customer's blood glucose was 148 mg/dl. Troubleshooting did not find any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to back-up plan. No additional information is provided.